Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged the need to use multiple daily injections (mdi) as backup insulin therapy. Tandem technical support resolved the situation by sending a replacement pump with updated software and provided instructions for returning the malfunctioning pump, along with guidance on using the new pump and storage mode procedures.